Manufacturer narrative:
Upon further review following submission of the initial report, it has been confirmed that the reported event was related to the broken auto infusion valve took place during calibration led to leakage. Based on current information available this event does not meet reporting criteria as per the applicable regulations. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that tubing leakage occurred, and it was observed that the leaking part was broken, and the tubing was abnormal during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact. Upon further assessment, it was determined that primary issue was related to auto infusion valve broken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that tubing leakage occurred, and it was observed that the leaking part was broken, and the tubing was abnormal during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.